Manufacturer narrative:
An event regarding setting time(fast) involving simplex p cement was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as product lot information and return, images of the product taken when the alleged event was identified as well as operative notes are required to complete the investigation for confirming the event and determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
Refrigerated at 4.5 ° during operation, stored in a room at 21 °, 15 minutes before using cement and kept. Using a total hip mixing kit and stirring for 1 minute. Because it was soft, it was inserted into the medullary cavity in 4 minutes. The curing accelerated sharply on the way and the trigger of gun could not be drawn. Judging that continuation was impossible, we picked up the cement in the intrathecal space quickly. Using the mixing kit and the refrigerated cement newly completed the operation without problems.